Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that the pentaray catheter was inserted into vizigo sheath and draw a voltage map of the left atrium, and the vizigo curve became stuck. Timing when complaints occurred was after about 5 minutes after sheath insertion. The sheath was replaced. The procedure was completed without patient's consequence. The curve of the sheath was not stuck/jammed in a full deflected position. The knob/piston was unable to be turned and/or pushed up and down. There was no difficulty in removing the catheter. There was no ring, electrode or other physical damage observed at the distal end of the sheath. Stuck deflection is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 16-feb-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that the pentaray catheter was inserted into vizigo sheath and draw a voltage map of the left atrium, and the vizigo curve became stuck. Timing when complaints occurred was after about 5 minutes after sheath insertion. The sheath was replaced. The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned device revealed that no damage or anomalies were observed on the device. Deflection testing was performed, and the deflection mechanism failed as one of the curves was not functional due to the puller wire being broken in the handle; however, it was not found stuck. This issue may be related to the failure described by the customer. A device history record evaluation was performed for the finished device number (B)(6) and no internal action was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).